Event description:
It was reported that a continuous glucose monitor displayed an error message during use with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions to perform pump reset, completed reset with guidance, and successfully started new sensor session without recurrence of error.